Event description:
Pt implanted with olecranon osteotomy nail on (B)(6) 2011 for a distal humerus fracture. Pt complained of pain. F/u x-rays showed a non-union and broken nail. Nail was removed on (B)(6) 2011 and pt revised to a plate.

Manufacturer narrative:
Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date. Add'l info has been requested.